Event description:
On 04/12/2012 a clinician reported that a patient had a chest scan with contrast media based on the po2 results from an abl80 flex analyzer with basic software that was later considered to be low compared to the saturation result.

Manufacturer narrative:
Data logs from the subject analyzer were reviewed. Calibration and quality control records demonstrate a properly functioning analyzer within manufacturing specifications. The user provided comparison data collected after the experience documented here which demonstrated a marginally low po2 bias with some results. The sensor cassette and solution pack used on the analyzer during the subject sample measurement have been requested for return. A failure investigation will be preformed upon receipt of these consumable items.